Event description:
The customer reported that the ventilator was alarming "transducer fault" while on a pt and they claim the therapist was with the pt when the problem occurred. The ventilator was removed from the pt and the pt was placed on another ventilator. No harm to the pt.

Manufacturer narrative:
Results of investigation: the device/component was returned to carefusion's failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to failed regulator. At this time, carefusion will track and trend this reported issue and internally investigate the situation.

Manufacturer narrative:
(B)(4). The carefusion field svc tech evaluated the ventilator and replaced the turbine to fix the reported ventilator inoperative issue. The tech also replaced the blender to correct a leak found during testing. The ventilator meets performance specifications.